Event description:
Additional information from the manufacture representative reported that the revision in (B)(6) 2015 was to place an additional lead. Prior to the revision, the patient was getting good stimulation coverage the patient needed a second lead to get additional coverage further down her leg. It was indicated that it was a new symptom, and not a problem with the existing coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0511553v, implanted: (B)(6) 2005, product type: lead. Product ID: 3887-33, lot# j0454274v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information received from a consumer reported that new leads were placed on (B)(6) 2015 because the consumer needed extra coverage and was feeling a stabbing sensation in her heart and back. The consumer did not know when the sensation started. The issue occurred during use. Additional information received from a health care provider reported that the consumer was seen on (B)(6) 2015 where impedance was tested and reprogramming was performed. No further outcome was reported. No cause for the issue was determined. Follow-up was conducted to obtain this information. If additional information is received a follow-up report will be sent. The consumer's indication for use was noted to be non-malignant pain and complex regional pain syndrome type 1.